Manufacturer narrative:
Complaint no: (B)(4). (B)(4) has elected to submit MDR's related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury. The device history record could not be reviewed as the lot number is unknown. The event occurred at (B)(6). The physician was dr. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A 2.5mm gem microvascular anastomotic coupler was chosen for perforator flap venous anastomosis. It was reported that the coupler rings would not stay together when removing the anastomotic instrument intra-operatively. It is believed that the anastomosis was completed by hand suture. No additional ischemia time was reported. There was no patient injury or medical intervention associated with this event. No additional information is available.